Event description:
Nidek received a complaint from a customer on (B)(6) 2012. Customer reported that blade was not oscillating in 130um blade holder while using the mk-2000, s/n (B)(4) (c) consol/20365(hp) hand piece. No pt injury was reported at the time.

Manufacturer narrative:
The affected device was returned to nidek for eval on 08/20/2012. Nidek service engineer (se) had conducted an eval and the mk-2000 hand piece sn: (B)(4) (c)/20365(hp) were tested for proper operation. On eval se confirmed that the blade was not oscillating and the hand piece was out of spec. Se also confirmed that the customer had been using third party's blade that could be the cause of the failure of oscillation. Reference: nidek keratome, model mk-2000, operator's manual, us edition:-2.3 in use 2.3.3 blade and tip. The unit was realigned and checked for proper operation. The unit was repaired and returned back to the customer. Nidek contacted customer to gather add'l info regarding the reported event and confirmed that there was no pt injury involved with the event. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.